Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR review part number: 388.50, synthes lot number: 5025621, supplier lot number: a7oa21, release to warehouse date: 14-jun-2005, manufactured by diener (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary - the returned device was forwarded to service and repair where the complaint was able to be confirmed as the tube was found to be broken; the device was deemed unrepairable and forwarded to customer quality for investigation. The received device was examined upon receipt and the complaint condition was able to be confirmed as the distal portion of the tube was found to be broken; a fragment of approximately 5mm high and 9mm in diameter was not returned (calipers ca94). A definitive root cause was unable to be determined however the failure mode is consistent with the application of excessive loading which led to tube failure. The rod introduction pliers for side-opening implants (388.50) are a component of the dual core uss rod instrument set (01.602.002) and the uss rod instrument set (690.058) and are intended to be used with the universal spine system (uss). The uss is used to correct sagittal and coronal alignment, commonly associated with scoliosis. With a collar preloaded onto the holding sleeve, the pliers can guide a 6.0mm rod into a side-opening screw or hook. With the rod properly positioned, the holding sleeve can be lowered into position over the screw head and the collar attached. Relevant drawings for the returned instrument were reviewed both from the time of manufacture and present revision): top-level and tube. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation - the customer reported the tube of the persuader broke. The repair technician reported the tube was broken, the ratchet was worn and would not hold position, and the ratchet for this version of the device was not available. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 388.50 with lot number(s) a7oa21/5025621 is a lot/batch controlled item. The manufacture date of this item is june 14, 2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part number: 388.50, synthes lot number: 5025621, supplier lot number: a7oa21: release to warehouse date: june 14, 2005. Manufactured by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the surgeon was performing a thoracolumbar spine fusion (unknown levels) with synthes universal spine system (uss). While using the uss persuader to connect the rod to the screw the tube on the persuader broke. The surgeon removed the uss persuader and the broken fragment from the patient. He then used another uss persuader to complete the procedure. There was about a minute of surgical delay. The surgeon successfully completed the procedure with no harm to the patient. This is report 1 of 1 for (B)(4).